Event description:
Procedure: vats. According to the reporter: the instrument could not be completely fired. The case was converted to open surgery. Tissue was reportedly damaged when removing the device. Surgery time extension was reported as more than minutes.

Manufacturer narrative:
(B) (4).